Event description:
2.7 broviac was opened to the sterile field. O.r. Technician tried to flush broviac prior to use but was unable to flush. Attending surgeon was able to flush with difficulty. Broviac was placed. Attending surgeon was unable to draw back blood or flush. X-ray was taken to check for placement, which showed good placement. Broviac removed and new broviac placed with good blood return and able to flush successfully.what was the original intended procedure?cvl insertion.device #1is this a laboratory device or laboratory test?no.